Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unable to turn back on after being turned off for approximately 1 year. Multiple attempts were made to follow up with the customer on the reported issue and to obtain pump information. No response from the customer was received. There was no reported impact to customer's blood glucose level.